Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range (oor) shock impedance measurement on the right ventricular (rv) lead, measuring greater than 200 ohms. The pacing impedances had increased as well. Boston scientific technical services (ts) discussed performing non-invasive programmed stimulation (nips) to test the integrity of the system. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the lead.

Event description:
Additional information was received which indicated the rv lead was fracture, and as a result, the patient received inappropriate shocks due to oversensing. It was suspected that the lead was fractured after the patient fell in the shower. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.